Event description:
It was reported that during implant attempt, the physician had to reposition several times. On the third attempt, the helix was rotated 20 times and would not deploy. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) helix disengaged from helical channel, and blood noted on helix; the helix would not extend due to being over-retracted; full lead returned and analyzed.